Event description:
Ruptured abdominal aortic aneurysm due to device (gore excluder ibd) malfunction. In 2020, a gore excluder ibd device was implanted as per pt's history. Pt presented with a ruptured aaa with large retroperitoneal hematoma. CT and angiogram demonstrated separation of the endograft between the iliac ibd and left limb resulting in a type iii endoleak and subsequent aaa rupture. The location of the type iii is unique to the ibd device.